Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control examined the removed system controller (sc) pcb assembly and determined that the cause of the reported issue was that an integrated circuit (ic) chip, designator u83, was temperature (heat) sensitive. This led to the device having a white display and prevented it from completing the boot up cycle. The removed user interface (ui) pcb assembly as an ancillary part and there was no failure of the assembly.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device boots up with a white display. A white display is indicative of a device lock-up, which could prevent defibrillation from being delivered, if it were necessary. There was no patient use associated with the reported event.